Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior ascending artery. The 2.50x20mm promus element plus stent was used to treat the target lesion. After performing poba, the physician attempted to deploy the stent, but this device was unable to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4)..

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination found damage at the mid section of the stent. A stent strut was raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior ascending artery. The 2.50x20mm promus element plus stent was used to treat the target lesion. After performing poba, the physician attempted to deploy the stent, but this device was unable to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.